Manufacturer narrative:
The reported events were lead dislodgement, twiddler suspected, and sensing r-wave amplitude variation. As received, a complete lead was returned in one piece for analysis. The reported event of sensing r-wave amplitude variation was not confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damages. The measured full helix extension length was within specification.

Event description:
It was reported that the patient's sensing had dropped to 0.6mv r waves during remote transmission. The right ventricular (rv) lead was found to have dislodged. The physician suspected twiddlers. The rv lead was explanted and replaced. There were no complications before, during or after the replacement.